Manufacturer narrative:
(B)(4). Results: failure to follow instructions (IFU not adhered to when removing device); incorrect technique/ procedure (failure to retract entire system from patient). Results: failure to follow IFU-(IFU not adhered to when removing device); device failure related to user handling (failure to retract entire system from patient).

Event description:
An attempt was made to use a scuba co-cr peripheral stent system to treat a lesion. Lesion was pre-dilated. The stent was inspected before use after removal of the protective sheath and no abnormalities were noted. Resistance was encountered when advancing the device across the lesion and the stent dislodged. The device was removed and the stent was found on the proximal end of the delivery system. No negative or positive pressure was applied to the catheter prior to placement of the stent across the lesion. No clinical sequelae were reported. Device evaluation: the device was received back for evaluation. The stent was still on the balloon but had moved distally. The mark of the heat setting and crimping were clearly detected on the surface of the balloon. A visual inspection was performed on the catheter but no abnormalities were detected on the shaft or other parts.